Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not pull out when the plunger was removed¿ was confirmed. A review of the lot history record identified no manufacturing nonconformities. No femoral imaging was performed. It should be noted that the proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 - failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a device with a 7f sheath after an interventional brain embolization procedure. Reportedly, no femoral imaging was performed prior to proglide use. When the plunger was removed, the suture did not pull out. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.